Event description:
During implant procedure, noise, lack of capture and poor sensing were observed on the right ventricular (rv) channel of the device when the lead was connected to the device. The rv lead was cleaned and while attempting to reconnect, the hex wrench was not able to engage the set screw to secure the lead in place. The lead was tested on the pacing system analyzer (psa) and all electrical measurements were acceptable. A new device was successfully implanted to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events of noise, capture anomaly, and sensing anomaly could not be confirmed. The reported event of set screw anomaly was confirmed. The device was above the elective replacement indicator (eri) upon receipt. Analysis revealed the right ventricular set screw was backed out from its thread as a result of unscrewing the set screw too far. When the screw was re-engaged with the connector block, the screw operated normally in affixing the test lead to the header. The set screw anomaly was consistent with having occurred during the procedure. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.